Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during a hip surgery while doing proximal femoral nailing system (tfna) on a midshaft femur fracture, the fracture was reduced, reamed and implanted using a tfna nail. After getting the tfna nail down the canal, the triple sleeve was used to insert the unknown lag screw. The surgeon proceeded with the steps and inserted the unknown lag screw. The surgeon was unsuccessful in locking the set screw. It was found that the nail disconnected from the unknown aiming arm and the unknown lag screw missed the hole in the nail. The surgeon proceeded to extract the nail and was successful in removing it with the extraction hook. The surgeon opened a new nail and properly assembled it onto the aiming arm before implanting the new nail and unknown lag screw and proceeding with the rest of the case. There was a 120 minute surgical delay. The procedure was successfully completed. The patient outcome is unknown. This complaint involves 6 devices. This report is for (1) unk - guides/sleeves/aiming: sleeve. This is report 6 of 6 for (B)(4).